Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device data logs. However, the root cause could not be determined using the logs alone. Should the device be returned, a root cause analysis will be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.